Event description:
It was reported that the customer received a button error alarm. He was not able to resolve the alarm and was hospitalized on (B)(6) 2015 due to a high blood glucose level. His blood glucose level was below 600 mg/d. The customer was not receiving sufficient amount of insulin because he was in and out of a hot tub. He had a diabetic ketoacidosis. The customer was wearing his insulin pump at the time of the 911 call. He was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed displacement test, rewind, basic occlusion, occlusion and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.